Event description:
The tech alleged the foot brake casters would not hold. No pt impact.

Manufacturer narrative:
The tech replaced the foot brake casters and brake steer casters to resolve the issue.